Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high out of range impedance on the superior vena cava (svc) coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The exposed superior vena cava defibrillation coil was fractured. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.